Event description:
The pump was returned for investigation. Investigation revealed display failure and moisture ingress. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the display screen was found to be dim and discolored. Additionally, the pump cover was removed and evidence of moisture corrosion was found on the printed circuit board, motor flex, and force sensor circuit. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.